Event description:
Employee was inserting an IV with a 20 gauge braun over the catheter needle. The employee stated that when the IV is started, the needle is pulled out and this activates a safety mechanism. In this case, the safety mechanism failed and when he was picking up the garbage and sharps to place in the appropriate containers he assumed that there was no danger of being stuck. This resulted in his injury.